Manufacturer narrative:
On dec 11, 2023, additional information was received indicating the date of explantation is (B)(6) 2023. The patient reportedly experienced capsular contracture baker grade IV on the left and deflation on the right. On dec 27, 2023, additional information was received indicating the replacement devices were mentor saline breast implants (serial numbers (B)(6) and (B)(6). Reason for device explant and/or reoperation: capsular contracture, deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear (a) was found on the anterior view of the sm hps dv 630cc breast implant, measuring approximately 2.5 cm. Additionally, a crease/fold was observed on the posterior view of the implant, with a tear (b) within the crease/fold, measuring approximately 0.3 cm. Microscopic examination was performed on the edges of the tear (a), and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A microscopic examination was performed and no instrument damage was observed at the edges of the tear (b). The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on jan 3, 2023, it was noticed the following information was erroneously omitted from the previous report: on jan 3, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with saline mentor smooth round high profile 630cc breast implants and experienced bilateral deflation post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-13762 for contralateral side.